Event description:
Caller reported a malfunction on the pump, identified by the code malf 0, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur. Customer was advised to update the pump software to prevent future issues and understood the instructions to contact support if the malfunction recurs.